Event description:
It was reported that during an aortic valve replacement, oil leaked from the top of the handpiece into the chest cavity. The site was immediately irrigated. No additional information has been received regarding the status of the patient, despite numerous attempts.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. According to the information received from the risk management department at the account, the handpiece will not be returned until an internal investigation is complete. If the device is returned to the manufacturer, a follow up report will be filed.